Event description:
It was reported that a vns patient was hospitalized due to respiratory decompensation after vns therapy was initiated. It was reported that the relationship to the implant procedure and device stimulation was possible. It was reported medication was added and the patient had a consultation with a pneumologist. It was reported that the patient was recovering.

Manufacturer narrative:
Corrected data: the previously submitted mdrs inadvertently provided incorrect event descriptions.

Event description:
It was reported that a vns patient was hospitalized due to respiratory decompensation after vns therapy was initiated. It was reported that the relationship to the implant procedure and device stimulation was possible. It was reported medication was added and the patient had a consultation with a pneumologist. It was reported that the pulmonary decompensation is no longer ongoing. Further information was received indicating that the patient had presented asthma related to the reported pulmonary decompensation. It was also reported that the patient had an adverse event: cough. The event started on (B)(6) 2013 and is still on going. The severity was moderate. It was reported that the event was possibly related to implant but definitely related to vns stimulation. The treatment was not changed and the patient is recovering. It was reported that the event was a serious adverse event as it resulted in a hospitalization.

Event description:
It was reported that the pulmonary decompensation is no longer ongoing.

Event description:
Further information was received indicating that the patient had presented asthma related to the reported pulmonary decompensation.